Event description:
It was reported that the patient presented to the hospital for syncope. The device checked within normal limits, normal threshold and impedance. Approximately 45 minutes later the patient arrested and was asystolic. No vt or vf was seen during the episode. The device and rv lead were explanted and no further patient complications were reported as a result of this event. Further information provided indicates that there was intermitent asystole, and intermittent loss of capture resulting in syncope and arrest. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported that the patient presented to the hospital for syncope. The device checked within normal limits, normal threshold and impedance. Approximately 45 minutes later the patient arrested and was asystolic. No vt or vf was seen during the episode. The device and rv lead were explanted and no further patient complications were reported as a result of this event. Further information provided indicates that there was intermitent asystole, and intermittent loss of capture resulting in syncope and arrest. The lead was capped and replaced. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, intermittent.